Event description:
It was reported that a valve opened on a patient's pump, which led to their death. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).